Event description:
A malfunction on the pump was reported after it fell into a bowl of water. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for backup insulin therapy.